Event description:
During an open right hemicolectomy procedure, there was difficulty in pushing the firing knob after approx. 0.5-1cm and the device was jammed. Some of the staples were formed and some were not. Another like device was used to complete the procedure.